Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Implant date: an estimated date based on provided information. Report source: patient advocate.

Event description:
It was reported that the patient underwent a superion indirect decompression spacer explanted due to an infection. No additional information is available.